Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot# 082219516a, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type accessory. Product ID: neu_screwdriver, lot# unknown, product type accessory. Analysis of the stimloc screw found the screw was broken due to overtorquing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the stimloc screw broke during implant during normal use. The cause was unknown. No diagnostics or troubleshooting was done. The screw was replaced and the issue was resolved. There was no impact on the patient and they were alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.